Event description:
It was reported that the pump was alarming no disposable. Per reporter, troubleshooting was performed with cassette removal and the cassette appeared dry and full of air bubbles. The alarm could not be cleared. Reporter noted possible over infusion since the cassette was dry. Starting volume: 101.2. Continuous infusion rate: 2.2 ml/hour. Reservoir volume: 6.9 ml (displayed on pump). Given: 94.1 ml. The amount of medication remaining in cassette/bag did not match the reservoir volume displayed on pump since reservoir volume was empty. The tubing and cassette was confirmed empty. Length of infusion: 46 hours. Lock level: ll2. The pump was not used to prime the extension tubing. The line was primed through rapidfill connector and no medication was lost during priming. This event occurred at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
The customer provided two photos. The photo provided by the customer does not belong to the device number 21-7106-24 reported in the complaint. Since the photo provided by the customer does not belong to the part number reported in the complaint, the failure mode ¿a0094 - causes no disposable alarm¿ was not confirmed.